Event description:
Customer reported the alarm will not power on, batteries have been replaced with a new supply. The issue was discovered during set up. Customer did not provide a date when the issue was discovered. No pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned unit found that the unit has power when the unit is powered with batteries. However, the unit's voice message does not play when weight is removed from the sensor pad - only clicking sounds can be heard. The unit's tone plays properly. There were no physical damages found. (B)(4).